Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor, constipation, vaginal cyst, endometriosis, pelvic adhesions, nabothian cyst, hypothyroidism, knee pain, esophageal reflux, hypothyroidism, migraine without aura and colonoscopy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("painful intercourse"), 7 months 5 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal: no (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 626347. Manufacture date: 2007-12. Expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal odor, constipation, vaginal cyst, endometriosis, pelvic adhesions, nabothian cyst, hypothyroidism, knee pain, esophageal reflux, hypothyroidism, migraine without aura and colonoscopy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("painful intercourse"), 7 months 5 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal: no (discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), painful intercourse", lot number, medical history, lab data, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.